Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
The dealer states the customer was at the doctors office and her chair just took off.